Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the light emitting diodes on the control panel did not light up due to damage on the front panel from stress. It is likely the faulty supply pressure sensor was due to a failure of the circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited damage on the front panel, the light emitting diodes on the control panel did not light up, and a faulty supply pressure sensor. There was no patient involvement.